Event description:
On (B)(6) 2014, the reporter contacted animas, alleging cracked/damaged casing issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/19/2014 with the following findings: the cartridge and battery caps were not returned, a test battery cap was used to verify steps. The battery compartment is cracked on threads above the bumper pad. The display is dim/fading/reddish. The keypad cover is peeling off the base. The contrast button does not respond to user input. The vibratory alarm is not operational. The pump case was removed and the vibration motor was found misaligned. The keypad cover was removed and the contrast button contact is missing, contamination was found under all button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).